Event description:
It was that when the nurse opened the packaging and ran the fluid in the tubing, it was observed that there was leakage attributed to a slit in the tubing before use. Reportedly, there were no pt complications or injuries as the device was not used on the pt.

Manufacturer narrative:
The device was not received for evaluation.